Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms and noise. The noise had not been oversensed. The minute ventilation (mv) feature was programmed off and the noise was resolved. Isometrics and pocket manipulation were performed which reproduced the noise. The device was reprogrammed and the patient would continue to be monitored. There were no further actions planned. No adverse patient effects were reported. The lead remains in service.